Event description:
It was reported that the balloon would not hold fluid, the balloon would inflate and deflate and the tubing did not stay put in the rectum (lot# nghz0959), device was replaced and it failed 4 time with all replacements (lot# unk), lot had been pulled from use. Unused sample was available for return, no patient harm, patient stated that they would not continue process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon would not hold fluid, the balloon would inflate and deflate and the tubing did not stay put in the rectum (lot# nghz0959), device was replaced and it failed 4 time with all replacements (lot# nghz0959), lot had been pulled from use. Unused sample was available for return, no patient harm, patient stated that they would not continue process.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid.